Manufacturer narrative:
(B)(4). The sample was discarded. Additional information will be provided upon completion of baxter's investigation.

Event description:
A home patient (hp) contacted (B)(6) services regarding a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during dwell. The hp confirmed she had not disconnected from the hc. The technical service representative (tsr) instructed the hp to check the unused lines for open clamps. The hp stated there was an open line on the organizer. The tsr explained se 2240 indicates a large amount of air has entered setup and advised the hp to start over with new supplies. The hp confirmed to call back with any questions. The tsr reviewed proper procedures per the user manual with the hp. No further information is available at this time.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240. The report was not confirmed in the lab due to unavailable sample. Based on the information obtained from baxter's investigation, the root cause of the se 2240 was due to air being sucked into the disposable because there was an open clamp on unused supply line. The hp stated there was an open line on the organizer. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).